Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The sensor was inserted into the arm on (B)(6) 2024. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: additional information. H2: additional information, device evaluation. H3: additional information. H6: adverse event problem - additional information.

Event description:
Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.